Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare rep that a quantity of 2 rt200 adult dual heated breathing circuits had to be replaced due to allegedly faulty heater wires. The issues were resolved when the breathing circuits were replaced. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that was reported to fisher & paykel healthcare ('fph') by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Both complaint breathing circuits were not returned to fisher & paykel for investigation. Our comment on a possible root cause is therefore based on the info provided in the complaint report as well as previous analyses of similar complaints. Results: in their complaint report the hospital detected that the heater wires in 2 rt200 breathing circuits were not functioning. The hospital was unable to provide lot details. Comments: although fph has not been able to verify the actual fault described without the complaint devices, it is likely that the allegedly faulty heater wires as reported are due to electrical open circuits. This is often associated with improper crimping of the heater wire during production. Each breathing circuit is electrically tested during production and those that fail are rejected. However, it is possible the heater wires became open circuits post production, possibly as a result of a weak crimp connection exacerbated during set-up of use. A faulty heater wire is usually detected by an audible alarm issuing from the humidifier alerting the user to replace the breathing circuit. (B)(4).